Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Physical product investigation is not yet completed; no conclusion could be drawn. Device not marketed in the USA. Release to warehouse date: 03sep2014. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the devices were used in surgery for femoral trochanteric fracture on (B)(6) 2017. The surgeon assembled the protection sleeve (356.818) and the buttress compression nut (356.817), and then he tried to insert them to the aiming arm (03.010.406). At that time, the nut was not fixed to the aiming arm and it came off. The surgeon fixed the sleeve and the nut by hand, and then the blade could be inserted. The surgery was completed without a delay. There was no adverse consequence to the patient. After the following check ups, the surgeon wondered if the cause was worn-out locking devices. During preoperative dry check, there were no problems with any devices. As the nut was turned counter-clockwise, the protect sleeve was released. When the aiming arm-125 degree in question was replaced with an aiming arm-130 degree, this event did not occur. This complaint involves one (1) device. This report is for an aiming arm device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Reviewing DHR shows that the affected lot was released in september 2014 after complete final inspection with no detected issues regarding manufacturing procedure. This aiming arm was released in faultless condition. Carried out functional test could not reproduce the reported problem. The parts could be assembled / locked and unlocked as intended. Even under hart pressure the parts did not release unforeseen. Visible inspection shows that the locking mechanism shows slight signs of wear. The locking edge is slightly rounded in some areas what indicates many uses under hard condition. After many use, this is usual outcome. Maybe normal wear and tear during long term in use may have caused the problem. To prevent problems during use, a functional test prior to use is required. We are not able re identify exactly root cause for the reported problem. No product related issue could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.